Event description:
It was reported that the patient underwent an l4-s1 fusion/instrumentation with reduction screws used at l5 to treat spondylolisthesis at l5-s1. An unknown time pots-op, during a routine x-ray, it was noted that one of the screws in s1 is broken. The patient has no complaints and has not experienced progression of deformity. No revision has been conducted to date.

Manufacturer narrative:
(B)(4). Review of radiographic images show several view of grade 4 spondylolisthesis treated with pedicle screws l4-l5-s1. Slip poorly reduced with proud 4 slip and increased slip angle. S1 screw broken on lateral view. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.